Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The following errors were found in the event history log: battery communication, base not responding, and improper shutdown. The following tests were then performed on the pump: startup test, flow test, occlusion test, and keypad test. The customer reported product problem was confirmed. The base not responding error occurred because the user was powering the pump off within five seconds of it being powered on. The pump powered off error occurred because the battery was not plugged in. The aforementioned errors were ultimately produced because the operator did not charge the battery after depleting it. A user issue was therefore established as the root cause. The damaged keyboard and top case were replaced. The investigator also secured the battery connection to the interconnect board.

Event description:
It was reported that the medfusion pump produced a base not responding error. The pump turned off by itself. The power button also had a bad connection. No patient injury or complications were reported in relation to this event.